Event description:
It was observed that during the device evaluation, the colonovideoscope had scope communication error (b30) with no image and white residues on the air water channel and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction scope communication error was traced to be component failure over time, and the most probable root cause of the malfunction white residues on the air water channel and auxiliary water channel was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.